Event description:
It was reported that high out of range pacing lead impedance measurement was observed. The device was extracted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported filed event of anomaly with m3 was confirmed in the laboratory. The anomaly was lost after exposing the c55 capacitor connections. The cause of the anomaly could not be determined.